Event description:
The customer reported that while setting up the ventilator post extended self test completion extended high peak alarm was active and unit would not cycle. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and fount that it failed leak test and user interface module is dim. Replaced gas delivery engine and user interface module assemblies. The ventilator is meeting all MFR and specifications. The carefusion failure analysis tech evaluated the transducer communication alarm pcba and verified the reported issue along with extended high peak alarm including circuit occlusion alarm and failing est test. Issue was isolated to the inspiratory pressure transducer.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. After a visual inspection the touch screen show signs of water ingress in between the layers of the touch screen along the edges. After powering on the uim assembly the screen appeared dim however all areas were legible and all active areas of the touch screen were responding appropriately. On the second power-up and all subsequent power-ups the screen is brighter than that of a cold start. This lcd display lot # 12161c3264509_b21 was manufactured in january of 2006, over 9 years old which equates to 78,840 hours of possible continuous use, and the life expectancy of the cfl bulbs are rated at 50,000 hours (product specification note: the life time is determined as the time at which brightness of the lamp is 50% compared to that of initial value at the typical lamp current on condition of continuous operation at 25 +/- 2°c (77°f).) To which temperatures above 2°c (77°f) decreases its life expectancy even further. Per manufacturing operating specification ¿ brightness depends on the temperature (in lower temperature, it becomes lower). And in lower temperature, response time (required time that brightness is stable after turned on) becomes longer. This directly correlates to the reported issue of the screen being dim at power-up. In conclusion, due to the age of the cfl¿s of the lcd assembly and during a cold start the screen will be dim (then eventually brightens), which is explained in the manufacturers specification documentation, and is not considered a failure as the assembly is performing per specification. Findings/root-cause: the cfl¿s used in the lcd assembly is past its life expectancy and this has further delayed the brightness/response time needed to reach a screen brightness that does not give a dim screen.